Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an unknown blood glucose (bg) level with ketones a healthcare provider deemed life threatening on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and no permanent damage was identified. Customer declined further troubleshooting; therefore no additional information was obtained.